Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer did not consume as much food for the intended amount of bolus delivered. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl and the customer's friend administered glucagon to initially address bg. The customer was admitted to the emergency room (ER) where healthcare providers administered intravenous saline to treat the low bg. The customer was subsequently hospitalized and treated with intravenous saline, intravenous insulin, saline fluids, and insulin fluids. The customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.